Manufacturer narrative:
H6: additional method code: 4109. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the device was not returned, so an evaluation is unable to be performed. An x-ray was provided which shows that only one of the anchoring plates is installed. Root cause: a definitive root cause cannot be determined with the information provided. The awl not being available and the patient's hard bone may have contributed to this issue. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the second anchoring plate of an roi-a construct could not be installed because the patient had hard bone and an awl was not available to create the pilot hole for the plate. There were no patient impacts reported, but the surgeon was not satisfied with the construct.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the second anchoring plate of an roi-a construct could not be installed because the patient had hard bone and an awl was not available to create the pilot hole for the plate. There were no patient impacts reported, but the surgeon was not satisfied with the construct.